Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported approximately 3 years post the index procedure the patient presented emergently with a ruptured aneurysm. It was noted there was a type ia endoleak which caused the rupture. The supra renal stent was noted to have separated from the graft side. A laparotomy was performed where a endurant cuff was placed directly under the sma. It was said the type ia partially remained and the patient expired due to intestinal ischemia. As per the physician the cause of the endoleak and death cannot be determined. No additional clinical sequelae were provided and the patient has expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.